Event description:
Reporting status: death. Reporting rationale: graftmaster failed to seal perforation; patient subsequently died. Device issue: unable to cross. It was reported that there was a perforation of the circumflex artery. The graftmaster was going to be used in an attempt to seal the perforation; however, it was unable to cross. The patient expired due to the perforation. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - the device was not returned to abbott vascular instruments deutschland gmbh for investigation, and it is therefore impossible to make an informed judgement as to the root cause of the complaint. The device was in working order and left abbott vascular instrument deutschland gmbh in rangendingen as per specifications. It was reported that the circumflex artery was perforated with the use of another device. The graftmaster would not cross to the site of the perforation and, so it could not be implanted. The patient died due to the perforation.